Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula detached, and a kink was noted at the wire near the handle. There were marks from the handle assembly process on the handle cannula. Dimensional inspection was performed and the handle cannula, cautery pin, active cord insert, finger ring assembly, and cable were all found within manufacturing specifications. The complaint was confirmed. Manipulation of the device during handling likely produced the kink found in the wire; however, a definite root cause for the handle cannula detachment could not be determined. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was opened for use in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, they noticed that the handle cannula detached, which made the snare unable to retract and extend. It was also reported that no visible damage to the packaging was noted prior to use. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was opened for use in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, they noticed that the handle cannula detached, which made the snare unable to retract and extend. It was also reported that no visible damage to the packaging was noted prior to use. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Handle cannula detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.